Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a trial patient. It was reported that the patient had a hard time using the restroom with the stool. The patient stated it was ¿taking out the dark color¿ of their stool. The patient had dry mouth and was sleeping/tired after the evaluation the day before the report. The patient described stimulation as a pulse, and stated it was affecting their thought process ¿which was faster¿. The patient¿s representative increased since they were not going to the restroom for bowel movements and urine and they were able to go both of them after the increase. On (B)(6) 2017 the patient reported they had not had a bowel movement, only a lot of gas and some cramping on the lower left side and upper right side that felt like a needle. The patient reported for their urinary symptoms they couldn't get it to go. The patient reported they could not go to the bathroom and it felt like they prolapsed their bottom, their bottom was bulged out and thought it may be restricting them from voiding. On (B)(6) 2017 the patient reported they were told that the lead might move as the wires were temporary. The patient stated they only went to the restroom twice that day and hadn¿t had a bowel movement and now had a prolapse and cause to rip and bleed now. The patient stated they had to push their fingers in and pull out, and had a bowel movement but had to push it out. The patient noted they still had bleeding and stuff coming out. No further complications were reported.